Manufacturer narrative:
(B)(4).

Event description:
Sensor wire is not long enough upon removal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted on 4/27/26. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.